Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was not detected on bus and displayed error. A field service engineer (fse) found that the enhanced half height drawer 6.2 was off the bus. Inspection revealed that the drawer slides were damaged, causing overextension, which in turn damaged the retractor band. The fse replaced the retractor band and used an available auxiliary unit to source replacement drawers for drawer 6, as both sections had broken rails. The drawer was tested in diagnostics, with results captured in the feed, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.